Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number, m7354l611, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 02-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidents, which were associated with separate units, involving an unspecified number patients. This is the second of two reports. Refer to 8030647-2018-00423 for the first patient. It was reported that the flex connector disconnected during the suctioning process. It was noted that the connector's fit was confirmed by the medical staff before ventilation began. The suction catheter was replaced immediately with no patient injury.

Manufacturer narrative:
Halyard health received a used suction catheter, with a mated flex connector. No product packaging was received. The sample was evaluated and the reported failure was confirmed. The root cause was attributed to a manufacturing related issue. All information reasonably known as of 08-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).